Manufacturer narrative:
The insulin pump was received with normal operating current and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The insulin pump had an intermittent button response due to flattened act button dome switch. No unlocked lcd keypad connector noted. The insulin pump had cracked lcd window, cracked case on the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the act button is unresponsive. The customer's blood glucose at the time was 150mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.